Event description:
It was reported that there were a number of cases that the temperature display didn't work on the 43th day of use, which was very annoying at night or on holidays when there were few staff. Per follow up information received on 22mar2022, it was stated this was cable issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there were a number of cases that the temperature display didn't work on the 43th day of use, which was very annoying at night or on holidays when there were few staff. Per follow up information received on 22mar2022, it was stated this was cable issue.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for diagnostic purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be "input female connector wears out". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " for use with bard temperature-sensing products and accessories". Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.